Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Pt was able to complete treatment. Prophylactic antibiotics were administered and there is no other known pt ill effects. Pt was fine. Sample is available.

Manufacturer narrative:
The device was returned to the MFR for physical eval and the complaint is not confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.